Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the nozzle unite were found defective and their replacement will solved the issue. The defective parts and device's logs have been requested for further investigation but has not yet been received. More information regarding defective nozzle units have been requested.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).